Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. A screen brightness check was performed and failed. The brightness was cycled through levels 1 to 10 and the brightness remained too dark for visibility. A system air leak test was performed and passed. A pre-accelerated stress test (ast) simulated treatment was performed and completed with no problems or failures. There were no issues encountered during insertion or removal of the cassette. Internal inspection identified that an internal short was present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. The internal short on the inverter board was determined to be the cause for the dim screen. No other discrepancies were encountered during the internal visual inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that the door of their liberty select cycler would not open at the ¿treatment end step 8¿ screen. It was confirmed that the cycler was on. The patient also reported a screen brightness problem. They said the cycler screen was dim during operation despite the display being set to level 10. It was reported that the screen brightness worsened over time. While on the phone with ts, the patient was eventually able to open the cycler door and remove the cassette. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. Upon follow up, the patient confirmed that no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient reportedly completed their treatment. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.